Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spoke with the auth who advised unit not suctioning properly, did ts with nurse on the line during ts advised the float valve fell to the bottom of the canister and there was no suction, conducted ts failed did not suction any water, advised sending kit. Troubleshooting was performed and the issue was not resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks. Fa will send bio box. Per follow up information received on 09may2026, it was reported you sent me a replacement accessory kit and that took care of the problem. The unit is working perfectly now.

Event description:
It was reported that spoke with the auth who advised unit not suctioning properly, did ts with nurse on the line during ts advised the float valve fell to the bottom of the canister and there was no suction, conducted ts failed did not suction any water, advised sending kit. Troubleshooting was performed and the issue was not resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks. Fa will send bio box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.